Event description:
Ambulance personnel were working a full arrest code. The operator reported that the monitor screen would intermittently lose intensity during the event. The operator stated they were able to monitor the pt using the monitor recorder. A back up device was available add used to continue treatment to the pt. The pt was resuscitated. There where no adverse effects to the pt reported as a result of the allegeded malfunction.